Event description:
Additional information was received that the right ventricular (rv) lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.

Event description:
During a clinic follow-up, an increase in the capture threshold and episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.